Event description:
It was reported via voluntary medwatch (B)(4) that during a tips (transjugular intrahepatic portosystemic shunt placement) procedure, guidwire tip detachment occurred. While manipulating the v-18 control wire through a long non-bsc needle, the wire tip frayed and a piece of the tip of the wire sheared off remaining in the patient.

Manufacturer narrative:
Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).